Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nissen & then a laparoscopic cholecystectomy procedure, no problems were experienced during the first procedure. When a new sleeve was inserted for the laparoscopic cholecystectomy to introduce the liver retractor there was a leak. The surgeon is adamant the leak was from the seal of the trocar but it was stopped by wrapping a damp swab around the base of the trocar indicating that the incision might have been too large. Another device was used to complete the procedure. There were no adverse consequences for the patient.